Event description:
Information on the event reports that there was high impedance: svc impedance was greater than 200 ohms, and svc to tip impedance was greater than 4000 ohms. The lead was replaced. No patient complications were reported as a result of this event. Additional information received on the event reports dr may have fractured the lead while suturing in a combative patient.